Event description:
The customer reported being in the emergency room with low blood glucose of 57mg/dl. The customer mentioned that the insulin pump was exposed to a high magnetic field while having an MRI. Then the device started to alarm motor error and was beeping. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the alarm history and found an error alarm. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump failed displacement test. Error alarm confirmed in alarm history screen. Motor error alarm during rewind due to motor encoder out of phase. Unable to perform functional test due to motor error alarm. Cracked case on lcd display window corners, cracked reservoir tube and cracked end cap noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.